Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels with an unknown cause. Bg level provided was 40-50 mg/dl. Bg was treated by consuming food, juice, or glucose tablets. The customer was instructed to contact the healthcare provider regarding bg level.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: "blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) at 2:30 am on (B)(6)2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Cartridge change sequence was completed on (B)(6)2019 at 8:43 pm. User made a bolus request while still having insulin on board (iob). At 7:26 pm on (B)(6)2019, user requested an 11.51 unit bolus for a bg of 277 mg/dl and 25 grams of carbohydrates. There were no erratic basal rate adjustments. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure."